Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger (s/n (B)(6)) revealed that the patient complaint was confirmed. The leds scrolled continuously. The device was unresponsive. Flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the recharger is unresponsive with scrolling battery lights. Caller stated they just noticed the issue 2-3 days ago. Caller stated that the battery indicator lights are scrolling on the dock and when they press the power button on the recharging dock it does not respond. Caller confirmed they are using the original thick white cord that they came with the dock. Caller confirmed they always have it plugged in and sitting on the dock. Agent walked caller through hard reset of the wireless recharging device. The issue was not resolved. A request was sent to repair to replace the recharger.